Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the broken bending section occurred due to and application of physical stress during user handling. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿IFU: urf-v2/v2r operation manual. Chapter 3 preparation and inspection IFU: urf-v2/v2r operation manual. Important information ¿ please read before use_ precautions:do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Also cause parts of the endoscope to fall off inside the patient. Chapter 4 operation 4.1 warnings and cautions: operation: do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (leaking device) was confirmed due to leakage from the bending the bending cover. In addition to the metal wires of the bending tube protruding outward, the angulations were insufficient. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using a uretero-reno videoscope, the device was leaking. The event occurred during reprocessing. The therapeutic procedure (ureteroscopic lithotripsy-ursl) was completed with a similar device. There was no patient under anesthesia, no procedural delay or no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there were metal wires from the bending tube protruding outward. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.